Event description:
Patient reported "capsular contracture baker grade unknown", "if I move my arm, the implant stays in place, has a flat spot on the bottom" and "painful". This record is for the left-side. Device remains implanted. It is unknown if device will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "capsular contracture baker grade unknown". Clarification to partial date of occurrence: 2024. The following reported event(s) is a/are physiological complication(s), and device analysis typically does not help allergan determine the cause: "capsular contracture baker grade unknown".

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, h6.